Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump no longer detected the cartridge this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results: a review of the pump¿s history showed a no cartridge detected alarm. During testing, the pump pushed the cartridge to 148, when cartridge was set at 200. The force sensor was found to be out of calibration. The pump cover was opened and contamination was found on the force sensor assembly. The force sensor resistance was found to be out of specifications. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a cracked battery compartment. Additionally, all the keypad buttons were intermittently unresponsive during testing. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).